Event description:
The customer reported that the system gave a timing out error, and per the fse, this rendered the system unusable. A reboot restored functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusive can be drawn as repair information is unavailable.